Event description:
The patient is implanted with two scs systems. It was reported the patient experienced a fall and hit her thoracic system ipg. The patient has been unable to initiate communication with this ipg using external devices since and is subsequently without stimulation. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.